Event description:
The customer reported that during the treatment, a pt had a respiratory arrest. Oxygen was given to the pt and the pt was transported to the hosp. The customer requested that the machine be inspected by gambro us technical services as per their corporate policy.